Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 381433, batch # 4198873. It was reported by customer that IV catheter insertion, once in place, pressed button to re-tract needle and the needle would not re-tract into safety device. No harm.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 20ga x 1.00in. Insyte autoguard unit from lot number 4198873. The unit was returned with media, indicating use. The unit was attempted to retract but the button was unable to be activated. Further microscopic analysis discovered adhesive between the needle hub and the grip, and some behind the needle hub between the button and the needle hub. This adhesive will prevent the button from activating. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a station misalignment in dispensing adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
No additional information.